Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a jaw component detached from the device with initial use. The component did not fall within the patient cavity. No patient injury occurred.

Manufacturer narrative:
Evaluation summary: one used lf1537 ligasure device was returned, and an examination of the sample confirmed an issue with a detached component. Visual inspection found the metal flange that pulls the inner tube to open the jaw had broken off. The issue also allowed the knife blade to be deployed while the jaws were open. The tube is made of stainless steel and should not break without excessive force or abuse. The damage to the metal flange is consistent with a device that has been subjected to reprocessing or multiple uses. The investigation identified the root cause of the reported event to be misuse. The instructions incuded with this product cautions users that this is a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device. If information is provided in the future, a supplemental report will be issued.